Event description:
It was reported that the pump "kept beeping" due to an unknown issue. Review of the pump history logs by tandem technical support could not verify any alerts/alarms that would have caused the alleged issue. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support, the beeping discontinued and the customer continued to use the pump for insulin therapy.